Manufacturer narrative:
The subject device was returned to olympus for evaluation. The customer¿s reported problem was confirmed that no image appears. A visual inspection was performed on the device, no abnormality was found. The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oj) was informed that the screen blacked out when the customer high definition autoclavable camera head was connected. The customer problem was found during procedure. The camera head was replaced with another one and the procedure was completed. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the charged coupled device (ccd) unit was faulty. This was thought to be the case because only text information was being displayed. The cause of the ccd fault was not determined. Olympus will continue to monitor field performance for this device.